Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant report that during preparation the console did not recognize the purge disk. Attempts were made multiple times and another console was utilized. No patient harm was noted.

Manufacturer narrative:
After further review MFR 1220648-2026-09372 was found to be a duplicate of MFR 1220648-2026-09208. No further information will be provided all information and investigation results will be documented in MFR 1220648-2026-09208.